Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that nearly 3 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant was performed.